Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for air bubbles with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use of the bd vacutainer® lh 102 i.u. Plus blood collection tubes there was an issue with air bubbles in the tubes. Even after centrifugation. This occurred on 50 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: when collected blood with butterfly needle, air bubbles got mixed in blood. Air bubbles didn't disappear after centrifugation. The issue occurred on a half of the tubes.

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® lh 102 i.u. Plus blood collection tubes there was an issue with air bubbles in the tubes. Even after centrifugation. This occurred on 50 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when collected blood with butterfly needle, air bubbles got mixed in blood. Air bubbles didn't disappear after centrifugation. The issue occurred on a half of the tubes.